Event description:
It was reported that the insulin pump turned off without alarming low battery. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a broken solder joint on the interface board.